Event description:
The customer reported receiving erratic readings of "hi" and 69 mg/dl on their freesyle lite meter. The customer changed their treatment based on the readings and experienced dizziness. The customer reported they had a loss of consciousness and self treated with juice to help counteract the medical event. No third party medical intervention was reported. Although results of 501 mg/dl and 69 mg/dl fell into the "c" zone, the customer did not wash their hands. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message. In addition, the customer did not use device according to label copy. Not washing hands may cause imprecise readings.